Manufacturer narrative:
Further investigation was not possible as no product was returned for investigation.

Manufacturer narrative:
On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). The samples are taken at the same time and were within the first two hours of the child being born. The results from an abl analyzer were 2.4 and 2.5 mmol/l. The result from the inform meter was 3.4 mmol/l.